Event description:
A nurse reported that during surgery, the infusion "totally went from 000 on fax" (fluid air exchange system) before injecting the silicone oil. They dropped the pressure down to 10mmhg, and it bounced back up to 35mmhg. The surgeon used the foot pedal and it did the same thing. The surgeon felt the infusion display was not working properly. There was a concern that the eye would go soft. The surgeon pushed on the foot pedal very slowly to add the silicone and the case was completed with no harm to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).